Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported difficult to position was confirmed. The reported difficult to remove was not confirmed as it could not be tested due to the condition of the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported failure to advance, difficult to position, difficult to remove and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster coronary stent graft system instructions for use states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR the following additional information was provided: there was no clinically significant delay in the procedure and no adverse patient effects due to the use of the graftmaster.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant product: guide catheter: guidezilla. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a distal right coronary artery. A 2.8 x 16 mm graftmaster covered stent was being advanced to the lesion, but could not cross. It was removed and a guiding catheter extension was advanced for support and the same graftmaster was advanced; however, it got stuck in the guiding catheter extension and the devices were removed as a single unit. A new graftmaster stent was successfully deployed to treat the perforation. No additional information was provided.